Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-10-15. H6: investigation summary our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one used catheter/adapter from ref. 381944, lot 9211137 with a stopcock extension set attached and one photo. A device history record review showed no non-conformances associated with this issue during the production of this batch. Through the visual/microscopic examination the unit revealed a hole in the catheter tubing slightly above the nose of the adapter confirming the reported defect. Based on the location, the defect is likely related to the manufacturing process. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter with wings was damaged during use. The following information was provided by the initial reporter, translated from french to english: "perforation on the side of the flexible tube creating a snag." The defect was observed during use. The catheter was removed and we have used a new one, non defective."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter with wings was damaged during use. The following information was provided by the initial reporter, translated from french to english: "perforation on the side of the flexible tube creating a snag." The defect was observed during use. The catheter was removed and we have used a new one, non defective."